Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's blower motor assembly was replaced to address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issues. There was evidence of water ingress.